Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). The device was received with the top jaw damaged and pushed forward and inside a trocar. The energy button was attached to the device. In order to dis-engaged the device from the trocar for analysis, the top jaw was removed. As the top jaw damaged and pushed forward, the device did not open and close. The device was connected to a gen11 generator for functional testing. The device passed some functional tests but due to the top jaw damage, all functional tests could not be performed. A possible cause of the damage to the jaws/I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.

Event description:
It was reported that during a colon resection and the activation button fell off of the enseal instrument. A second instrument was used to complete the procedure with no consequence to the patient.